Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue; unable to remove cap from pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/09/2015 with the following findings: on examination, the battery compartment was noted to be cracked in two places; one on the side of the battery compartment from the threads to the case seal and the other at the threads. The battery cap was difficult to remove from the pump due to the cracked battery compartment. The cap, when in place, was able to maintain electrical connectivity during the investigation. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.